Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-13646. It was reported that the patient had high impedances on all contacts of their scs systems. The system would not turn on as a result. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.